Event description:
Information received by medtronic indicated that the customer was called to report sensor glucose reading was way off than the blood glucose value. However, the insulin delivery was not suspended due to the event. The customer's low blood glucose event value is 66mg/dl. The customer is currently reporting symptoms related to low blood glucose weakness, mental confusion, and shaking. Troubleshooting was performed and the customer was treated with cranberry juice. The pump auto mode/smart guard feature was active at the time of high blood glucose event. The pump was in use within 48 hours of the reported event. No further patient complications were reported. The customer will continue using the device and the pump will not be returned for analysis. Updated summary: it was reported that the customer experienced sensor glucose vs. Blood glucose which resulted hypoglycemia. Blood glucose value was 66 mg/dl while sensor glucose value was 155 mg/dl. Low reading was treated with food. During troubleshooting, customer declined to review site selection, taping, insertion and calibration but confirmed sensor was securely taped to skin and has not moved. Customer was advised of the common contributing factors for inaccurate sensor glucose reading that include non-optimal insertion, site location, and timing of bg entries. No product return is expected for mmt-7040a.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.